Event description:
Patient reported pain in breast, in armpit and nerve pains in her arms and legs, and stated "you can feel the lumps and edges". They had a hip prosthesis early on, colon was also removed, they have very little energy and sometimes feels like they will fall over. Physician reported implantation was complicated by subsequent bleeding and wound healing problems. Also reported "progressively persistent disabling complaints of various systems including the rheumatological, neurological, gastrointestinal, immunological, cognitive system". Patient stated diagnosed with "silicone illness". Left side. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain in breast, feel the lumps and edges, implantation was complicated by subsequent bleeding and wound healing problems.